Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced repeated dexcom g6 continuous glucose monitor (cgm) sensor issues and loss of glucose readings while using the ilet system, and the agent assisted with replacing the g6 sensor while retaining the same transmitter, after which the pump displayed the sensor warmup. No adverse clinical symptoms reported and no change in blood glucose. Outcomes included restoration of sensor warmup on the pump and completion of troubleshooting and education. User support included a troubleshooting session focused on cgm signal loss and sensor function. Investigation of this case revealed recurrent cgm signal loss attributed to the dexcom g6 sensor, with no ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was sensor-related performance consistent with external cgm signal loss.